Event description:
Caller alleged discrepant precision results using the inratio meter. Results as follows: date: (B)(6) 2011, inratio: 6.8, re-test: 4.9. Tests were done using different fingers, 5 minutes apart. Pt self tester received a new meter and tested twice. Pt reports obtaining a 2.3 inr last week at the lab. No report of bruising or bleeding.

Manufacturer narrative:
Investigation pending.